Event description:
Multiple trauma patient in ICU. Arterial line tubing disconnected/broke around the seam and patient lost approx 100 cc's of blood.no follow-up treatment was required except to replace the tubing.there were other occurrences of tubing failure, however, the tubing was not saved. We conferred with the company representatives and decided to remove that lot number, because each faulty pressure line was from that lot.